Event description:
It was reported that the atrial lead had a lead warning on the date of the patient's valve surgery. It was also reported that chronic lead trend showed high counts. Therefore the device was reprogrammed the same day as the valve surgery and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.